Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative via a patient who is implanted with an implantable neurostimulator (ins) for an unknown therapy indication. It was reported that the patient had an infection at their ipg site. The health care provider (hcp) noted that the ipg was explanted and the leads were partially cut and still in the spine. The hcp cut ther wires near the ipg site.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.